Event description:
Additional information received reported the patient¿s pump did not work for her. The spasticity got worse in (B)(6) 2014 and the healthcare provider (hcp) did not want to increase the rate on the pump. The hcp gave her oral baclofen to help with the stiffness that was occurring. The patient passed out on her bathroom floor and her neighbors found her and she could not recall the date, but it was before the emergency room (ER) visit. The patient ended up going to the ER at the beginning of 2015. It was reported the ER thought the patient was trying to commit suicide or overdosing. The hcp was going to interrogate it and they found out she was allergic to intravenous pyelogram (ivp) dye so they canceled at the last moment. The patient called in to the hospital to complain about "their people not putting on that wrist band where I was allergic to the dye". They rescheduled the appointment and were going to do it without the ivp dye in (B)(4) 2015. The patient was in the room ready to start the procedure and the hcp was very unpleasant and yelled at the patient, then rolled her out of the room and refused to treat her. A manufacturer representative was there, but did not introduce himself. The patient was getting stiffer, but was told that the pump was working. The patient was seeking a new physician. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A change in therapy effect was reported. The patient¿s spasticity had gotten worse over the last 1.5 to 2 months (since (B)(6)) and had been severe since three weeks prior to (B)(6) 2015. The patient fell last week and the spasms got worse after the fall. The patient was not sure if they rolled out of bed in their sleep, or if they fell getting out of their bed. Their doctor gave them oral baclofen in (B)(6) 2014, but that did not help. There was a possible patient overdose on oral medications, though the type of oral medication was not specified in relation to the overdose. The patient was given a bolus which calmed them down for a while. A pump dye study was scheduled for (B)(6) 2015 to detect a possible kink, though the patient was allergic to the contrast dye, so they were not able to perform the study. The pump was interrogated, though interrogation results were not provided. The patient¿s intrathecal dose was reduced, and they were to be monitored to see if their symptoms worsened. The next day the patient was more stiff and rigid. They went to their hcp on the morning of (B)(6) 2015, their dose was increased again, and they got better. As of (B)(6) 2015 the patient reported they could not stretch one of their legs, and they could partially stretch the other one. As of (B)(6) 2015 the patient reported their leg was stuck in a sitting position and they could not bend it any further. Their other leg was so stiff that they could not lie down flat. Their healthcare provider (hcp) was talking about using botox in the pump. The patient reported the pump was working fine, but they thought it could be the catheter. The pump contained lioresal and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).